Event description:
A nurse reported that dull knives were experienced in two separate surgeries. Alternate knives were used to complete each procedure. There was no impact to any patient. Additional information has been requested and confirmed to be unavailable.

Manufacturer narrative:
No sample or lot number information was received by manufacturing for evaluation. As no lot information was provided, a device history record review and complaint history review could not be conducted. Because a sample was not returned and the lot information was not provided, the root cause for the customer complaint issue cannot be determined. Ass knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finished process to ensure the sharpness of the product. Additional information has been requested, but was confirmed to be unavailable. (B)(4).